Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and a video were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifteen days post a chronic catheter placement procedure, the catheter was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation and two photos and one video was provided for review. The video shows leak of the fluid from the body of the catheter. The photo shows an implanted catheter. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Small splits were noted on the center of the catheter body. Upon infusion, leaks were noted from the center of the catheter body. Therefore, the investigation is confirmed for the reported leak and the identified catheter split issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen days post a chronic catheter placement, the catheter was allegedly leaked. There was no reported patient injury.